Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set separated from the spike. This occurred after the nurse spiked the bag for lifileucel. The detached bag spike was removed, and another blood tubing set was used with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date on (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.